Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0p6st, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient fell the week prior to the date of the report and then had pain in their urethra the next day. The patient was implanted for bladder pain and was wondering if they could have ¿jarred¿ something. When the patient fell, they landed right on their butt, right on the implant. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.